Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Customer reported a 1% false positive rate for two weeks of testing (2 out of 200 samples). Per the pi, this is within the clinical performance rate (npa 96.4%). Root cause: no problem found. Source: email.

Event description:
Reported false positive result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result tested negative by another molecular (pcr testing) method. Customer reported a total 1% false positive rate for the two weeks of testing (2 out of 200 samples).